Event description:
It was reported that: "patient complained of pain. All components seemed fine. However, femur revised to a ts femur and a ps tibia."

Manufacturer narrative:
Unknown number 5 cruciform baseplate, unknown 5x9mm cr insert and unknown 33x9 patella were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device(s) cannot be performed as the device(s) was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should device(s) or additional information become available, the evaluation summary will be submitted in a supplemental report.